Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(4), 2011. According to the complainant, two fluid loss alarms were received in the seal integrity phase of the procedure; no leak was detected. A third fluid loss alarm was received during the heating phase, however lowering the console appeared to resolve the issue. The ablation was completed without issue. At the conclusion of the procedure, the physician observed fluid in the peritoneum cavity. The physician was able to suction the fluid out of the patient with no complications. There was no perforation observed, and no burns were sustained. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure is reported to be "fine."

Manufacturer narrative:
According to the complainant, the device was disposed of and is not available for evaluation. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.